Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Type of procedure: unknown event description: ai translated: clip forceps only deliver the clip every other time. Time wasted and ineffective on vascular ligatures. Necessity of using another clip. Patient status: no patient injury indicated. Intervention: device replacement.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: unknown. Event description: ai translated: clip forceps only deliver the clip every other time. Time wasted and ineffective on vascular ligatures. Necessity of using another clip. Patient status: no patient injury indicated. Intervention: device replacement.